Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8781 lot# serial# (B)(4) implanted: 2016 (B)(6)explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown concentration and a dose of 2 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient had increased pain in the last 24 hours [2016 (B)(6)] and bulging at the catheter incision site was noted. The healthcare provider (hcp) confirmed under fluoroscopy that the catheter was out of the intrathecal space. The plan was to replace the spinal portion of the catheter on 2016-(B)(6). It was unknown as to if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved and the patient was noted to be "alive - no injury". It was later reported that the catheter was revised on the morning of 2016 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.